Manufacturer narrative:
One opened phaco tip in a tip wrench and a foreign material taped to a piece of gauze were received for the report of metal fragment was in the eye (not retained) causing anterior capsule tear. The phaco tip was visually inspected and deemed conforming, no damage was seen on the phaco tip. The phaco tip had slight wear on the threads, back of flange and nut corners typical from use. A separate piece of foreign material taped to a cloth was visually inspected. The particle was sent for particulate analysis, the sem/eds analysis identified aluminum (ai), titanium (ti) and vanadium (v). The presence of these elements along with the visual characteristics suggest the particle to be metallic. Phaco tips are manufacture from titanium. The product was processed and released according to the product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The photos consists of pouches with a phaco tip in a wrench, surgical equipment and a metal piece. A handwritten note with product and lot information, the reported product and lot information is confirmed. The complaint evaluation confirms the foreign material (piece of metallic fragment) reported by the customer. Particle analysis determine the foreign material to be metallic and the chemical composition identified titanium. Phaco tips are manufacture from titanium. Since no damage was observed on the phaco and typical wear on the threads, back of flange and nut corners was visible, how and when the titanium particle entered the eye cannot be determined. A manufacturing related issue cannot be ruled out, as the metal particle could have been retained within the ID of the cannula. A potential contributing factor could be from another surgical component used during the surgery. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure the surgeon noticed a 2mm metal particle in the eye. The metal particle was removed. When the crystalline lens and cortical was removed a capsule tear was noted. The surgeon suspects this was a consequence of the metal particle. The procedure was completed the same day. Additional information has been requested and received indicating that the tear was an anterior capsule tear and the intraocular lens was able to be implanted.